Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that his insulin pump alarmed off no power. He had just showered in the morning and was trying to deliver a bolus for breakfast when the device said off no power. Inserting a new battery does not resolve the issue. Customer's blood glucose was 125 mg/dl. Customer stated the battery contacts were pretty dirty. Customer cleaned the contacts and inserter a new battery and the device turned back on. Customer was advised to monitor the device. A replacement battery cap was sent. Nothing further reported.